Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc considered that there was possibility that this phenomenon was attributed to insufficient reprocessing by the user, or the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that there was foreign object inside the auxiliary water channel of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.